Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead replacement procedure, a new rv lead was placed, but when the stylet was removed, the lead dislodged. The lead was repositioned. Later during the procedure when the wound was being inspected, blood was noted along significant portions of the lead. The lead was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The overlay tubing of the lead was observed to have blood ingression. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.